Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. On an unreported date, the pump came through the patient's skin. The pump was removed. Additional information was requested regarding drug information, the date of onset, troubleshooting/diagnostics performed, and the cause of the pump coming through the patient's skin. A supplemental report will be submitted if additional information is received.